Manufacturer narrative:
(B)(4). The exact age of the patient is unknown. However, it was reported the patient was over 18 years. (B)(4). The complaint device is not expected to be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a capio¿ slim device was used during a sacrospinous ligament fixation procedure on (B)(6) 2017. According to the complaint, during the procedure, when the physician passed the second suture and pulled the device back, the needle detached from the suture. The detached piece was found in the device. The procedure was completed with another capio¿ slim. There were no patient complications reported as a result of this event.